Event description:
Tech alleged there is a hole in the mattress ticking and fluid ingress inside the mattress. No pt impact.

Manufacturer narrative:
The tech found a cut in the ticking. The tech replaced stained ticking. Topper foam, sheer liner and the fire barrier to resolve the issue.